Event description:
The patient's daughter informed the manufacturer of the patient's passing. At this time, there is no allegation that the device caused or contributed to the reported death. The daughter was informed that the device was sold by a medical supply company and stated that she would dispose of it. She then thanked the manufacturer's representative and ended the call. The manufacturer's investigation is currently ongoing, and once it is completed, a follow-up report will be submitted. Additionally, a report will be filed with all applicable regulatory agencies.